Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Upon explant, atrophy in the urethra was found, which likely led to the original 4.5 cm cuff being too large. The cuff was downsized to 4.0 cm after measurement. No additional patient complications were reported.